Event description:
The distributor contacted corporate product surveillance regarding the interlink injection set that is leaking. Their customer reported to them that every time they used the interlink, fluid spayed everywhere. There was no report of exposure and there was no patient injury or medical intervention reported. The condition occurred during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.